Event description:
It was discovered during testing that a spectrum pump falsely alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Upstream occlusion alarms were confirmed, but the device will be recalibrated to ensure expected performance. The device was recalibrated to ensure expected performance.